Event description:
It was reported the insulation of the ventricular lead appeared "compromised" under fluoroscopy at the suture sleeve site. The ventricular lead was explanted and replaced. It was also reported the atrial lead was explanted and replaced due to low impedances and oversensing. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead returned and analyzed.